Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The rep reported high impedances on (B)(6) 2018. The patient was in on (B)(6) 2018 for reprogramming. The patient had a known fall that was not device related several months prior to the report. The patient has left sided pain and during the reprogramming an impedance test revealed electrodes 0-8 were ranging from greater than 7137 to greater than 10000 ohms. The rep was unable to achieve stimulation on their left side. X-rays were ordered to see if there was a fracture of the lead or extension. The patient will be at the clinic in 2 weeks for an x-ray follow up. The issue was not resolved at the time of the report. The rep has no further information at this time. The patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(4) 2018 the hcp indicated that the patient¿s loss of stimulation was reported at the (B)(4) office visit. During their next office visit on (B)(6) the issue had resolved. It was confirmed that there was no issue with the fall affecting the system and the lead placement was confirmed. Their issues spontaneously resolved. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.